Manufacturer narrative:
Other applicable components are: product ID 977a275. Serial# (B)(4) implanted: (B)(6) 2014. Product type lead. Product ID 977a275. Serial# (B)(4). Implanted: (B)(6) 2014. Product type lead. Country: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulation was absent from the patient¿s lower limbs. The patient¿s stimulation output was increased via a patient programmer, however stimulation was not induced in the lower limbs at that time. It was noted that a ¿fracture was suspected.¿ impedance testing from the day of report found that when compared to reference electrode 0, all unipolar electrodes had abnormal, high impedances of ¿>10000¿ ohms when measured at 0.7 v. There were no actions performed as a result of the event and it was ¿unknown¿ whether any would be performed in the future; the issue remained unresolved at the time of report. It was noted the patient¿s indication for device use was chronic regional pain syndrome (crps) type I. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.